Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's current blood glucose value was 47 mg/dl. Customer was feeling fine and declined to troubleshoot. Customer stated that insulin pump was communicating with the transmitter. The device will not be returned for analysis.